Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two related complaint devices. Refer to manufacturer report # 3005099803-2010-02665 for the other associated device information. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during a procedure. According to the complainant, the unit does not burn consistently. It is unknown if there was a patient or procedure involved in this incident. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.